Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements that were greater than 2000 ohms. The health care professional (hcp) reported that lead settings were reprogrammed to pace on the right ventricular (rv) lead only. At this time, the lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements that were greater than 2000 ohms. The health care professional (hcp) reported that lead settings were reprogrammed to pace on the right ventricular (rv) lead only. At this time, the lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter address (e1) in section e, initial reporter.